Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a high blood glucose with a highest continuous glucose monitor (cgm) reading of 281 mg/dl for about three hours while using an infusion set on the abdomen and a g7 cgm, after eating two oranges as dinner without announcing the meal; no alerts or alarms were reported, and the event involved a usage issue related to meal announcement and the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was attributed to an improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.